Event description:
It was reported that the patient¿s stimulation had been acting strange starting suddenly this weekend. The tingling would go away and come back and the patient felt stimulation intensify when he moved. It was noted that it would come on occasionally. The patient hadn¿t had any falls or traumas. It was noted that adaptive stim was enabled. An information request was made regarding the patient programmer. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3487a-56, lot# va083uv, implanted: (B)(6) 2014, product type: lead. Product ID: 3487a-56, lot# va04wj6, implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97791, lot# n441001, implanted: (B)(6) 2014, product type: accessory. (B)(4).